Manufacturer narrative:
This is a duplicate report of 1818910-2013-20240. This report, 1818910-2013-22835, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-20240.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. It was initially reported the patient was revised for dislocation and a constrained liner was implanted. It was also noted that the patients abductor muscles and tissues were of poor quality. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revised for dislocation.